Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31469395l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro¿ catheter and the patient experienced cardiac tamponade that required pericardiocentesis. After the procedure completion, the cardiac tamponade was found when the patient was in the hospital ward. Blood pressure decrease was confirmed in the hospital ward. Thoracic echography revealed pericardial effusion, and drainage was performed. After the drainage, the patient¿s conditions were stabilized. The patient was under observation. Patient fully recovered and required extended hospitalization for observation. The physician's opinion on the relationship between the event and the product was that the catheter might have been pressed strongly; however, the physician did not consider that the event occurred during the ablation. No abnormalities were observed prior to or during use of the product. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. The procedural act (activated clotting time) was over 300.